Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir is loose. The customer¿s blood glucose level was 190 mg/dl. Customer stated there reservoir is loose, little white piece is loose. The customer was assisted with troubleshooting. Customer stated reservoir compartment lip is loose and scratches on screen. Customer stated that reservoir is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit passed displacement test. Unit was received with cracked reservoir tube lip and retainer. The p-cap / reservoir locked in place properly. Unit was received with missing display window cover. Unit was received with minor scratched display window, case and keypad overlay.